Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip/wrist brake would not release. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument jaws had an unclamping failure (stuck shut) that was resolved by using another instrument to pry the force bipolar jaws open. There was no tissue damage, bleeding, or harm to the patient as a result of the unclamping failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. For clarification, the broken/dislodged conductor wire is likely root cause of lack of full articulation at the distal tip.